Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that vessel dissection occurred. The de novo target lesion was located in the de novo right coronary artery. A 2.75x20mm promus element drug-eluting stent was deployed to treat the lesion. However, post stenting while taking orthogonal views of the deployed stent, a distal edge dissection was noted. A 2.75x12 promus element drug-eluting stent was deployed to cover the dissection and the procedure was completed. No further patient complications were reported and the patient's status was stable.